Event description:
It was reported that during an abdominoperineal resection procedure, the surgeon was using the enseal super jaw when he started to have issues with sealing. He noticed what appeared to be black suture sticking out of the top jaw. They stopped using the device and opened another one to complete the case. There were no patient consequences. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information from rep: when the surgeon noticed the "black suture" sticking out of the jaw, what did he do as to the "black suture", removed it from the jaw; left the "black suture" in the jaw? It was pulled out of the jaw and discarded. They thought it was tissue at first then thought it was suture. So they threw it away and opened another device. Can we ask the surgeon if they had to clean the device during the case and if they did, what method? They do not use anything other than a wet or dry lap towel to wipe off the jaw of the enseal. If there is tissue stuck in the jaw that wont wipe off, they will use a kelley or forcep to pull it out.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The upper jaw was inspected and the ptc was missing from the device and not returned. Under a microscope the upper jaw was inspected and it was noted that there was epoxy in the ptc grove. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified. When testing the device on test media, some degradation of the cutting performance was noted. This was due to the missing ptc in the upper jaw. No conclusion could be drawn as to how the ptc was dislodged from the instrument. During our manufacturing process the presence of the ptc is verified for every instrument.